Manufacturer narrative:
The customer has provided alt data for subsequent samples collected from the same patient as follows: 0.13 kat/l on (B)(6) 2025, 0.20 kat/l on (B)(6) 2026, 0.17 kat/l on (B)(6) 2026, 0.15 kat/l on (B)(6) 2026, 0.12 kat/l on (B)(6) 2026, 0.14 kat/l on (B)(6) 2026, 0.10 kat/l on (B)(6) 2026, 0.12 kat/l on (B)(6) 2026, 0.12 kat/l on (B)(6) 2026,

Event description:
The initial reporter stated they received questionable results for a sample from one patient sample tested with altp gen.2 on a cobas pure c 303 analytical unit. It is suspected that the sample contains an interfering factor which causes a low alt result. The sample initially resulted in an alt value below the measuring range of the assay and it was accompanied by a data flag. No specific value was provided for the initial result. The sample was repeated, resulting in a value of - 0.0476 ukat/l accompanied by a data flag. The sample was repeated multiple times on the c 303 system; no additional values were provided. A second sample was collected from the patient on (B)(6) 2025 and tested on a cobas c 703 unit. The same issue was observed. No specific results were provided. The cobas c 703 system is not sold in the united states, nor is it like or similar to a product sold in the united states.

Manufacturer narrative:
The serial number of the c 303 analyzer is (B)(6). The serial number of the c 703 analyzer was not provided. The investigation is ongoing.